Event description:
Caller reported a cgm error code, specifically error code 42. There was no adverse impact to the customer's blood glucose level. Customer successfully reset their pump with guidance from technical support, and started their sensor session without any further issues.